Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during lead implant the patient suddenly developed vt. The physician tried to change the position of the lead, the vt accelerated. External shock was delivered three times without success. The physician quickly explanted the lead and CPR was administered. The patient was then stabilized and will be monitored. The lead was discarded.